Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, customer was not turning on the sleep mode setting during periods of sleep. Customer consumed carbohydrates to address bg. Tandem technical support confirmed that pump was functioning properly, customer acknowledged and cts helped customer to adjust sleep mode settings. Upon follow up customer indicated that adjustment corrected the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.